Event description:
A malfunction was reported on the customer's pump, indicated by malf 3, and was not preceded by any notable events. There was no adverse impact on the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure continuous delivery of insulin while a replacement pump with updated software was to be sent by tandem technical support.